Event description:
Reporter indicated experiencing an increase in seizure activity. The pt's seizure activity level prior to vns therapy implant is unk. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.